Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products used: product name: stockert 70 rf generator, us catalog #: s7001, serial #: (B)(4). Product name: coolflow® irrigation pump, us catalog #: cfp002, serial #: (B)(4). Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a c3 ez steer thermocool sf non-nav and suffered a cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown and did require hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Per 21 cfr, part 803, this complaint is reportable.